Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Provided x-rays, dated 10/25/2004, show a well placed tha. Patient factors that may affect the performance of the components such as activity level and type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing clicking and swelling. Lab work shows elevated ion levels.